Event description:
International affiliate reports that on (B)(6) 2012, minimally invasive surgery (mis) poster lumbar interbody fusion (plif) was performed on l5/s1 using the viper system for the patient with lumbar disc hernia. On (B)(6) 2014, the second mis plif (l4/l5) was performed after removal of the screw at l5/s1. During removal of the screw with a t20 screwdriver, the cap/inner saddle component inside the screw head was disassembled. The cap and screw shaft were immediately removed and the screw head was separately removed by using a kocher. The procedure was finally completed without any delay or harm to the patient.

Manufacturer narrative:
The complaint product is available for the investigation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The viper mis cannulated ti top loading polyaxial screw [product code: 1867-15-650, lot no: amkbt2] was returned for evaluation. Visual examination revealed that all parts of the screw have been separated including the head, the cap, and the shaft. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the screw head becoming disassembled from the screw shank cannot be positively determined. Based on the device¿s evaluation, one probable root cause may likely be that the screw head was subjected to a higher than anticipated load resulting in disassembly. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.